Event description:
It was reported that during a remote follow up, far-field p-wave oversensing and double counting of the qrs complex were noted on the device. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.